Event description:
A report was received that the patient will undergo explant procedure for unknown reason.

Manufacturer narrative:
UDI= (B)(4). Additional information was received that the patient's explant procedure was cancelled due to heart issues unrelated to the device.

Event description:
A report was received that the patient will undergo explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not able to get a cardiac clearance and the procedure may not be scheduled yet. No further course of action.

Event description:
A report was received that the patient will undergo explant procedure for unknown reason.